Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The first image showed the product identification label. The second image showed the proximal end of the device, the flapper valve was not in view. The third image showed tyvek label of the device. The fourth image showed the disengaged flapper valve. It was reported that the obturator was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the gasket on this port came unglued while inserting the mesh, requiring the surgeon to place a new port. Surgeon have to pull the mesh back out and pull the gasket off it, then try to reseat the gasket in order to re-establish pneumoperitoneum. No patient injury.